Event description:
A customer reported to baxter corporate product surveillance a clearlink system extension set .22 micron filter in which a leak was observed. According to the report, the filter was attached to an umbilical catheter and started leaking through the air-eliminating vent as they were infusing half-saline. The staff changed out the filter and continued with the procedure. The condition occured during infusion in the neonatal intensive care unit. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Five actual samples were returned for evaluation. A visual inspection or functional tests were performed. A visual inspection did not reveal any defects. Each sample was then attached to an in-house 2c7462 secondary set which was spiked into a 1000ml solution bag containing reverse osmosis water. Each sample was then re-primed per label copy and checked for leaks. One of the samples revealed a leak at the air vent while priming and flowing. The other four samples did not reveal any defects. The root cause is not determined. A batch review could not be completed as the lot number was not provided by the customer.